Event description:
I, (B)(6) am writing this letter to you regarding the repair performed on my invacare power wheelchair by: (B)(4), henceforth referred to as (B)(4). The following attests to the events regarding that repair. In (B)(6) of 2011, (B)(4) sent me a pair of front casters without ball bearings for my invacare power wheelchair. As a result of the front wheel casters without ball bearings being installed on my wheel chair, they (wheel casters), tore up. That in turn caused me to send my wheel chair to invacare for the replacement of the same pair of front wheel casters in (B)(6) 2011. Consequently, to ensure that the wheels were properly built, I sent my entire chair to you for the proper maintenance and replacement of the front wheel casters. I was told by your rep that the repair and replacement of the wheels would take two (2) weeks. However, it was not returned to me for three (3) weeks later. Please note that the time factor is not my complaint. My complaint is that invacare again, sent the wheels without ball bearings to (B)(4). This info was furnished to me by your rep. The casters at this point have now been ordered a second time. Upon receipt of the proper casters without ball bearings, my chair was subsequently repaired. However, before the wheel chair was returned to me, I made it known that a screw was loose on the chair that held the foot pedal in place. I made it a point to ask your rep to tighten the screw before the wheel chair was returned to me, but I was told that another department handled that aspect of repair. Upon being transferred to that department and speaking to a female rep, I was informed by her that the cost to diagnosis the problem (of a loose screw), would be (B)(6) more, that in addition to the actual repairs of (B)(6), and (B)(6), respectively. These out of pocket costs were paid in cash by me and my family, as your company did not accept my (B)(6). I respectively declined her offer of a (B)(6) diagnosis of a screw problem and any further work on my wheel chair, and asked that it be sent back to me. My wheelchair was returned to me loose screw and all, at which point, I tightened the screw. Upon further inspection of my wheelchair, I noted that the motor or motors had been tampered with, that, in and of itself posed a detriment to my safety.